Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient mentioned that the controller was alarming with a bad connection on the black power cable. At first the patient was stating their battery clip was defective, the clip was exchanged which did not resolve the issue. After further examination of the system controller and its cables, a small crack on the black cable was noted so the system controller was exchanged and the alarms resolved. Log files were submitted for review and captured a few atypical power cable disconnect alarms while on battery power associated with a brief reduction in relative state of charge (rsoc).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via analysis of the log file; however, the alarm was not reproduced during testing of the returned system controller. The reported event of damage to the system controller¿s black power cable was confirmed via analysis of the returned controller. Visual inspection of the returned system controller (serial number: (B)(6) revealed a small tear in the outer jacket near the strain relief on the connector side of the black power lead, that was exposing the underlying shielding. Despite the observed damage, the returned controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when the power cables were manipulated by hand. A log file was submitted and downloaded for review and data from the event dates of (B)(6) 2025 were reviewed. The log file captured intermittent power cable disconnect alarms that were not associated with true power cable disconnections from (B)(6) 2025 at 22:15:24 to (B)(6) 2025 at 12:32:25 due to the relative state of charge voltage dropping to approximately 0 v. The atypical alarms occurred while connected to 14v batteries and occurred on both the white and black power leads. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 26mar2021. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.